Event description:
It was reported that during flushing some leakage was observed. The nurse removed the catheter and observed a hole at 6 cm from exit site. The catheter was secured with securacath. Course of events patient arriving for chemotherapy. Flushing the PICC line with nacl, causing leakage from the insertion site. The PICC line is removed and a clear hole is visible on the catheter 6 cm in. No consequences as the issue was noticed when flushing, but had cytostatic drugs been administered through this.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.